Event description:
It was reported that the radio frequency (rf) head used with the programmer had telemetry failure due to a head cable disconnection. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the radio frequency (rf) head was returned and analysis found the rf head out of specification electrically and confirmed the customer comment that there was telemetry failure, which was attributed to a "cable disconnection."